Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 10/16/2023, the cgm egv was low and the blood glucose by the patient was reading 500 mg/dl. The patient tried to calibrate the sensor 4 times. Since the cgm did not line up with the finger stick value, the patient took herself to the hospital to check her gluocse. There, she was diagnosed with severe dehydration and experienced leg cramping. According to the report, the patient was not able to confirm if she received any treatment for symptomatic hyperglycemia and severe dehydration. At the time of the report, the patient confirmed she was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.